Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the stapler was unable to fire and did not lock on the patient's tissue. Another device used to complete the procedure. There was no patient injury.